Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the analysis result confirmed the allegation of lead damage at explant procedure however could not confirm dislodgement. During visual observation, it was noted that the set screw marks is on the terminal pin. Dried blood/bloody fluid noted in the lead lumen. There were deformed coils and cuts in the inner insulation along with a cut in the outer poly insulation form the terminal pin which is most likely from some type of tool. The lead tip appears intact and undamaged. The lead passed the continuity test with manipulation.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged with threshold of 3volts at 1ms during the pre-discharge check. The physician had damaged the lv lead insulation during revision. The lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--